Event description:
A medtronic representative reported that while setting up prior to a surgery, the site noted that their vertek arm was not tightening down properly. There was no patient present when this was identified.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. Suspect vertek arm has not been returned to manufacturer for evaluation.